Event description:
Customer reported having issues with loading the cartridge and needed to use new supplies for it to work. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.